Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer received questionable ion selective electrode (ise) sodium results for multiple patient samples from cobas integra 400+ analyzer serial number (B)(4). The actual number of patients involved in the event was not provided. Data was provided for one patient sample. The initial result was 137 mmol/l and the repeat result at another hospital was 147 mmol/l. The erroneous result was reported outside of the laboratory and a corrected report was issued. The patient was not treated or adversely affected. The customer stated they replaced the sodium electrode which resolved the issue. The field service representative determined there was a problem with the sodium electrode and the ise waste tubing needed to be replaced. The customer ran calibration, qc, and patient comparisons with passing results.